Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples (including photos) were returned for the reported issue of ¿dust in the syringe¿ with lot number 13k106if regarding item # 307754 the complaint could not be confirmed, and the root cause is undetermined. The DHR review showed no reported event during the production of the DHR. The investigating team reviewed the complaint and we have observed that the batch number reported is beyond the date of expiry. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Investigation conclusion: since no samples (including photos) were returned for the reported issue of ¿dust in the syringe¿ with lot number 13k106if regarding item # 307754 the complaint could not be confirmed. Root cause description: since no samples (including photos) were returned for the reported issue of ¿dust in the syringe¿ with lot number 13k106if regarding item # 307754 the complaint could not be confirmed, and the root cause is undetermined.

Event description:
It was reported that foreign matter was found at an unknown time with a bd emerald¿ 3 ml syringe with needle. The following information was provided by the initial reporter, "dust in the syringe."